Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to the mt5 transducer being out of specification.